Event description:
It was reported that the introducer sheath was broken. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz1220 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. An orange circle was drawn over the distal end of the dilator and sheath tip. The sheath tip was observed to be bunched inwards and contain a partial split extending from the distal end of the sheath. The characteristics of the deformation and damage present could not be closely inspected from the image. The bunching of the sheath suggest that resistance was likely experience during the insertion of the device. Based on the information provided, possible contributing factors include damage sheath prior to or during use. Since damage to the sheath tip was observed in the image, the complaint is confirmed; however, the exact cause remains unknown. A review of the manufacturing records did not reveal evidence to suggest that a manufacturing related root cause contributed to the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the introducer sheath was broken. No other information was provided.